Manufacturer narrative:
Addition: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to allergic reaction (to stent graft material).

Manufacturer narrative:
(B)(6).

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of a thoracic dissection in (zone 0/1), and was implanted with gore® tag® thoracic branch endoprosthesis using a gore aortic introducer sheath (dryseal flex ver 4.0). The patient tolerated the procedure. It was reported that on (B)(6) 2018, the patient had systemic inflammatory response syndrome without apparent infection. Drug therapy was administered and it resolved without sequelae.

Manufacturer narrative:
Event has been deemed non reportable review of the event determined this event to be non-reportable. This medwatch will be retracted